Event description:
Rv defib lead impedance warnings noted. Device appears to be occasionally under-sensing on atrial lead during at/af event(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152592.